Event description:
Lap diagnostic endometriosis: "using 5mm fios in it's true and correct fashion in the umbilicus, there appeared to be significant pre-peritoneal insufflation due to the small air bubbles in the fat tissue and peritoneal lining. The insufflation was set on a low flow (3) and the insertion of trocars was conducted in reasonably quick time without any significant delay between abdominal wall layers.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.